Event description:
It was reported that the pt who has been implanted for one year has a history of hormonal problems, and since being given a growth hormone two weeks ago, tonic clonic seizures are thought to be worse. The pt's endocrinologist does not attribute the worsening of seizures to the medication, despite the coincidence. No interventions have been taken or planned to date. Attempts for further information have been unsuccessful to date.